Event description:
Adult respiratory distress syndrome, sepsis, multi-organ failure. In aug-2000, a patient underwent a right colectomy and a sigmoid colectomy. Two sheets of seprafilm were placed above and below the greater omentum. On the following day, the patient became hypotensive with a distended abdomen. Pt was returned to or for distended abdomen. Pt was retuned to or for emergency post operative laparotomy to rule out bleeding which was negative. Two more sheets of seprafilm were placed. The patient was transferred to ICU where they developed ards with bilteral infiltrates and worsening pulmonary function. Their status improved for one week. Seven days later, pt became septic and hypotensive requiring vasopressors and increased ventilatory support. Subsequently, the patient developed multi-organ failure and became febrile. In sep-2000, an abdominal CT was negative for abscess, the bowel was intact and there was no evidence of an anastomotic leak. Their white count was normal. Sputum cultures were positive and antibotics were administered. A chest CT was negative for pulmonary embolus. A peritoneal fluid tap produced serous-type fluid that was negative for bacteria. The prognosis for recovery was poor. Further surgery for the source of the sepsis was refused. Patient support was withdrawn and they expired two days later. No autopsy was performed. Because the cause of the patient's events was not established, the investigator assessed the events as possibily related to seprafilm in apr-2001.